Event description:
It was reported on (B)(6) 2014 that the facility instrument coordinator indicated the quick coupling for k-wires (part #532.022; lot # 07499) is getting hot. No report of patient injury or procedure reported. No additional information available at this time. The reported device is and instrument. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number is under investigation, as of now the number is undetermined. The device is an instrument and not implanted/explanted. Product received (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the service history records and additional evaluation has been requested. Placeholder.